Event description:
Bbraun infusomat space pump low adsorption set opened and medication spiked but when it was tried to load in IV pump it was found the IV tubing was too short to fit into pump. FDA safety report ID #(B)(4).